Event description:
The customer reported no image displayed and image appears snowy during set up / inspection for use involving an olympus flex deflectable videoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of no image was not confirmed. However, the report of image appears snowy was¿confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video connector is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image noise occurred due to video connector damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.